Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a poor/unstable connection in the power ports associated with an inability to connect a battery to the right side of the controller. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device analysis and new event details. Additional products: heartware ventricular assist system ¿ controller d4: model #: / catalog #: / expiration date: / serial or lot#: no h4: mfg date: h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: one (1) controller (B)(6) was returned for evaluation. One (1) controller with an unknown serial number was not returned for evaluation. A review of the manufacturing documentation for the unknown controller could not be performed since the serial number is unknown. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned controller revealed the device passed functional testing. Visual inspection revealed superficial damage/scratches on the controller housing. This is an additional finding not related to the reported event. The most likely root cause of the observed controller housing damage can be attributed to handling of the device. The controller was able to recognize a power source attached on both power ports; all connections were stable with no abnormalities observed. Internal inspection of the returned controller did not reveal any anomalies. Log file analysis associated with (B)(6) revealed three (3) vad disconnect alarms were logged on 26/aug/2023, indicating the controller was powered on without the driveline connected, likely due to troubleshooting. Review of the data log file associated with (B)(6) did not reveal any anomalies involving the batteries during the reported event date. Log file analysis associated with (B)(6) also revealed five (5) vad disconnect alarms were logged since 26/aug/2023 indicating a physical disconnection of the driveline from the controller, likely during troubleshooting. Visual evidence provided by the site revealed that a controller¿s front panel light emitter diode (led) indicators did not illuminate while connected to power sources, the power sources were unable to be recognized on a controller, and triggered a power disconnect alarm. However, there is insufficient evidence to determine the cause of event. Of note, the markings/stickers on the controller in the visual evidence provided did not match with the markings/stickers on the returned controller. The scratches observed on the returned controller were not observed in the controller provided in the visual evidence. It is possible that the visual evidence corresponds to a different controller with an unknown serial number than the one that was returned, as the controller which was received for analysis did not match the markings/stickers that were observed on the unknown controller within the visual evidence provided. Log files associated with the unknown controller were not available for analysis. The reported poor mechanical connection event involving the returned controller could not be confirmed. However, it is likely the observed inability of the unknown controller to recognize any power sources within the visual evidence provided is likely related to the reported event. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause for the observed inability of the controller to recognize any power sources involving the unknown controller can be attributed but not limited to a faulty internal component failure and/or an assembly error. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that a second controller did not recognize the batteries when connected. The controller remains in use.

Event description:
It was further reported that the second controller was not involved in this event.

Manufacturer narrative:
This report is being submitted as a correction. The second controller in this event is a duplicate of FDA report number (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.